Event description:
The manufacturer received information from a consumer that a battery for the simplygo device had a burning smell, caught on fire, and began to melt during use. While the patient was attending an appointment with her general practitioner at approximately 9:30 a.m., they detected a burning smell. It was determined that the odor was coming from the battery of the simplygo device, which was operating on battery power (not connected to mains power). The battery had begun to melt. The simplygo concentrator itself does not appear to have sustained any damage. The patient continues to use the concentrator with other batteries without experiencing any problems. The battery was recovered and isolated. Another battery was provided to the patient for continued use. There was no serious patient harm or injury that occurred or was reported. The device and battery have not been returned; therefore, no device evaluation is possible at this time. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.